Manufacturer narrative:
The patient expired and no autopsy was performed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. An outcome was reported and the cause of death was noted as sepsis. Further information from the vad coordinator indicated that the patient had a driveline infection and was on medication at the time of death. Her renal function had declined over the last 4-5 months and it was felt not to be safe to try aggressive medication therapy. She had been hospitalized within 4 or 5 days of death and was discharged home with hospice. Her pump was functioning at the time of death. The pump was not explanted nor wa an autopsy performed.